Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose (bg) level for the past occlusion was not impacted and for the most recent occlusion, the customer's bg level was 188 mg/dl. The customer delivered a bolus. Reportedly, the customer cleared the alarm for the past occlusion and changed the infusion set with the most recent occlusion.